Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issues was found after a gastrointestinal endoscopy examination. The procedure was successfully completed using the same set of equipment.

Event description:
The customer reported to olympus, that the light source had a black screen with no image in the octagonal box. It was reported that the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the evaluation found the following: the front panel had a poor appearance and there was poor contact of the output connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.